Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the rashes/skin irritation. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 using the pod 5 / page 44 warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes 9 / page 107 advises: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The mother reported that the patient was experiencing rashes, or redness, at some pod sites (unknown amount) after removal. She stated the skin irritation started a couple months ago and does not happen every time, but will with most pods. It happens to his legs and arms. Sometimes the patient will state that the pod hurts. The patient was prescribed an antibiotic cream. The device worn longer than 48 hours and was not kept.